Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed unexpected restart. The customer's blood glucose was 149mg/dl. Checked alarm history and found an unexpected alarm and external ram crc error alarm. Customer stated a basal was not programmed before the unexpected restart alarm. The alarm is not reoccurring during normal pump use. Advised customer to monitor the pump and call if they continue to have issues. Customer stated during the unexpected restart alarm, it also had an off no power in alarm history. Customer stated the battery cap is damaged. Advised to monitor the insulin pump and call back if problems persist.